Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years post a placement in endocervical approach near vicinity of vascular puncture, the catheter was allegedly found to be fractured. There was no reported patient injury.

Event description:
It was reported that five years post a port placement in endocervical approach near vicinity of vascular puncture, the catheter was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were retuned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted to the distal end of the attached catheter. A complete circumferential break was noted to the attached catheter that was elliptical in shape. The distal catheter segment was returned and measured approximately 15.6cm in length. A complete circumferential break was noted to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the partial compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region with residue throughout. Splits were noted in on the borders of both regions. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. Upon infusion, a leak from the partial circumferential break was observed as water exited the break while also exiting the complete circumferential break. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.